Manufacturer narrative:
Service was dispatched to investigate source of reported event, and replace non-conforming parts, as necessary. It was determined that hte cpu assembly was malfunctioning, resulting int he reported movement, which caused the device to move in a circle. A report on field service activity (sar) and a device checkout record (fcr) will be forwarded to the complaint handling unit (chu) per standard operating procedure. The returned cpu assembly was received back at the service depot on 7/2005, and evaluated for conformance to specifications. Review revealed the right side gearbox was turning for about 3 revolutions of the gear before powering down. This confirmed the users reported event. The cpu is being further evaluation to determine root cause of the observed behavior. The result of this further evaluation is not yet available. The results of this review will be forwarded to the chu for inclusion in complaint records. The user has not reported any recurrence of the described event since the completion of the service activity.

Event description:
The right side wheel of the device will intermittently move freely while the other will not, causing the chair to move "out of control" per user description. User states he can power cycle the device to resolve the issue. While no injury was reported as a result of this event, there is a potential to cause injury to the user if the event were to recur.